Event description:
Since seeing a chiropractor, the patient reported the stimulation moved from her legs to her upper shoulders. The patient was encouraged to contact her health care provider. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.